Event description:
It was reported that during the implant procedure, the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead encountered connection issues, however, the both product were implanted. It was also reported that during use, the right ventricular (rv) lead exhibited sudden increase in capture threshold and review of electrogram (egm) showed inappropriate episode detection. As a result, the ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found, the returned device indicated a missing grommet, a missing set screw, and the set screw was found in the connector bore. Performance data collected from the device was received, and no anomalies were found.

Event description:
It was reported that during the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead encountered connection issues. It was also reported that the right ventricular (rv) lead exhibited sudden increase in capture threshold and review of electrogram (egm) showed inappropriate episode detection. As a result, the ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.